Manufacturer narrative:
Investigation: one sample and two photos were received for evaluation. The sample shows that what appears to be a hole in the filter is actually a misplaced filter. Failure mode is verified. The hub is a supplied part and the supplier has been made aware of this issue. Typically, if a part is found with a defective filter, the part is discarded; however, this part went through the line undiscovered. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd¿ blunt filter needle had a hole in the filter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt filter needle had a hole in the filter.